Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt a "pop" at the insertion location of the implantable cardiac monitor (icm). The icm has become more superficial but it remains under the skin and remains in use. No further patient complications have been reported as a result of this event.